Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6)2010 that a customer had a problem with a suction instrument. The customer reports the tip of the suction instrument broke off after opening the package, but before suction was used. The broken piece was retrieved. The event occurred at the pt's home and there was no harm to the pt.